Event description:
It was initially reported by the treating physician that the pt's generator was at end-of-service (eos) and needed to be replaced. At the time of surgery, the surgeon replaced the lead as well due to some failure. Good faith attempts to obtain add'l info and lead for product analysis has been unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.